Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8578, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 25 mg/ml for a total dose of 4 mg/day via an implantable pump. It was reported the patient complained of fluid in pocket after surgery. The patient was seen by their hcp in their office and the patient was scheduled for a pump pocket exploration and possible catheter revision. The patient denied falls and injury. The hcp stated fluid was removed from the pocket site and was sent for analysis, but the results were inconclusive. It was noted that it was done "a few days ago" per hcp. The fluid returned and the pocket was swollen again. The patient was scheduled for surgery on (B)(6) 2020. The pocket was opened by the hcp, fluid was removed and sent for analysis and culture. It was noted at the pump and catheter connector site there was a small slow fluid leak. Surgical intervention occurred where the hcp removed the existing 8578 and replaced it with a new 8578 connector on (B)(6) 2020. The old connector was discarded. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked but unknown. The event date was asked but unknown. No further complications were reported/anticipated.